Event description:
Info received indicates when the bed is raised, it lowers itself.

Manufacturer narrative:
The tech inspected the bed and found the bed drifts down slowly. He cleaned the hi/low drive brake to repair the bed.